Event description:
Removal of endossesous dental implant. Implant was placed in site #25 (class ii bone) on 3/7/97 during a complex procedure. The clinician reports that he had difficulty in implant placement due to tight mesial-distal space. The implant was later removed on 4/8/97 due to swelling.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the rpt'd failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.